Manufacturer narrative:
(B)(4). Concomitant medical products: liner neutral 28 mm i.d. Size gg for use with 48 mm o.d. Size gg shell, pn 00875100828, ln 61658577. (B)(4). Concomitant medical products: bioloxâ® delta, ceramic femoral head, s, ã¸ 28/-3.5, taper 12/14, pn 00877502801, ln 2633555. (B)(4). Concomitant medical products: liner neutral 28 mm i.d. Size gg for use with 48 mm o.d. Size gg shell, pn 00875100828, ln 61658577. (B)(4). Concomitant medical products: bioloxâ® delta, ceramic femoral head, s, ã¸ 28/-3.5, taper 12/14, pn 00877502801, ln 2633555. Reporting source: (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-05684, 0009613350-2018-01082, 0001822565-2018-05833, 0009613356-2018-01087. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a luxation of the prosthesis eight days post-implantation, probably due to a false movement. It was solved on the same day with an external reduction. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of surgical notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.